Event description:
Fiber broke near distal tip during a procedure. Break location was about 30cm from the tip of the fiber. Patient was not injured. Insufficient information available to determine probable cause.